Event description:
It was reported that pt underwent knee procedure on (B)(6)2001. Revision procedure was performed on (B)(6)2010, due to fracture of the tibial bearing after the pt fell and was in pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).